Event description:
It was reported that the patient with this electrode received eight inappropriate shocks across six ventricular tachycardia (vt) episodes due to oversensing of noisy signals. The patient had noise in both secondary and alternate vector while sitting. Technical services (ts) was consulted, discussed it looks like pocket fracture. Ts discussed possible reprogramming options and recommended electrode replacement. This electrode remains in service. No additional adverse patient effects were reported. Additional information was received, this electrode was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this electrode received eight inappropriate shocks across six ventricular tachycardia (vt) episodes due to oversensing of noisy signals. The patient had noise in both secondary and alternate vector while sitting. Technical services (ts) was consulted, discussed it looks like pocket fracture. Ts discussed possible reprogramming options and recommended electrode replacement. This electrode remains in service. No additional adverse patient effects were reported.